Event description:
The surgeon felt friction when he advanced the stent (enc452812/10295704) into the mark. The stent delivery system could not push forward. The surgeon removed the stent and tried to advance out of the patient¿s body but still felt friction. The microcatheter used was a select plus (606s255x/15883981). Finally the surgeon had to change new microcatheter and stent to complete the procedure. No adverse event on the patient. No vessel code information provided.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with sr (B)(6). Concomitant medical products and therapy dates: new microcatheter (details unknown); new stent (details unknown); select plus (606s255x/15883981).

Manufacturer narrative:
Friction was felt when he advancing the enterprise stent (enc452812/10295704) into the prowler select plus microcatheter (606s255x/15883981). The stent delivery system could not push forward. The enterprise was removed and an attempt was made to advance it out of the patient¿s body, but friction was still felt and finally the devices were changed to a new microcatheter and new stent to complete the procedure. There was no patient adverse event. No information is available regarding the target vessel or vessel characteristics. A review of the manufacturing documentation associated with prowler select plus lot 15883981 presented no issues during the manufacturing process that can be related to the reported complaint. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10295704. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile enterprise unit and a prowler select plus were received inside of a plastic bag. The original pouch of enterprise lot # 10295704 part # enc452812 was received. Inside of the pouch a delivery wire was received inside of the dispenser hoop. The stent was received deployed without damages. A stretched condition was observed at 35 cm and 2 cm from the distal tip on the coil section of the delivery wire, additionally, a wavy condition was observed at the distal section of the delivery wire. The delivery wire was inspected under system vision confirming the damages found with visual inspection as well as two accordion conditions at .5cm and 4cm from distal tip end. Adhesive residual from the tape which was found placed on the received device was observed on delivery wire. Functional analysis for insertion of the returned enterprise delivery wire cannot be performed due to the stretched, waves, accordion conditions of the returned enterprise delivery wire. The original pouch of prowler select plus lot # 15883981 cat # 606-s255x was received. Inside of the pouch a microcatheter prowler select was received inside of coil dispenser. A microcatheter shaping mandrel was also received. The microcatheter was inspected and a bend condition was observed on it. No other damages were observed. The microcatheter was inspected under microscope and bent condition was observed on it. The ID of the microcatheter was measured and found within specification. The microcatheter was flushed using a lab sample syringe (635-002) after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advanced smoothly until the microcatheter's distal tip; friction was felt when the guide wire was pass through of the bent section found on the microcatheter. After that the microcatheter was flushed again, and an enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip; friction was felt when the enterprise lab sample was passed through of the bent section found on the microcatheter. Functional analysis for insertion of the returned enterprise delivery wire cannot be performed due to the stretched, waves, accordion conditions of the returned enterprise delivery wire. With functional testing of the returned prowler select plus microcatheter there was resistance during insertion of concomitant devices which was due to the bent section at the distal end of the microcatheter. Functional testing of the returned enterprise was not possible due to the returned condition. No conclusion can be made regarding the timing or damages to the returned enterprise or its possible contribution to the event. With review of the analysis and the device history records, there is no indication of any manufacturing issues related to the event. The timing and root cause of the bent condition of the microcatheter cannot be determined. If the bent condition of the microcatheter was present during clinical use with the enterprise system, this likely would have been a contributing factor to the reported event. Procedurally, the microcatheter would have been advanced to the target site over a guidewire, based on this it is possible that procedural factors may have contributed. With review of the available information, the analysis and device history records there is no indication of any manufacturing issues related to the bent section or the reported event. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with (B)(4).